Manufacturer narrative:
One unit was returned for investigation. This item is a supplied item and will be sent to the supplier. DHR review will be done at the supplier.

Event description:
It was reported that immediately after opening the package, the customer noticed the connector was found disconnected. Also, a cap was missing. No patient involvement. No additional information is available for this complaint.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation and was forwarded to the supplier for analysis. Visual/functional testing and root cause analysis are in progress. Should additional information be returned?pertinent to the investigation, a supplemental report will be filed.